Event description:
A report was received that an adapter, model 501214, was explanted due to capture failure. In addition, the lead was not sensing appropriately. It behaved as though it was fractured. High lead impedances were observed.

Manufacturer narrative:
Evaluation summary: the adapter was analyzed by the distributor of the adapter, st. Jude medical. Analysis found the adapter had normal continuity and resistance. No fractures were found. It was noted the ring adapter set screw had the med-a seal broken over it to gain access to the set screw to untighten it to remove the lead. Since the lead could be removed without untightening the set screw, this may indicate the pin tip adapter set screw was not tightened properly at implant. A loose connection with the connector pin would cause the mentioned anomalies. The device was not returned to greatbatch medical for analysis.